Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed incoming functionality testing.

Manufacturer narrative:
Additional information/device evaluation 03/14/2017. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. As received, the monitor produced service code 203, indicating an internal pulse test failure. Further testing indicated that the monitor produced a 'zero energy' fault. Upon evaluation, there was insufficient epoxy applied to the high voltage capacitor c19 on the defibrillator board resulting in an intermittent connection that prevented charging. The cause of the pulse test faults is the capacitor intermittent connection. The cause of the intermittent connection is improper application of epoxy at the solder connections. The root cause of the improper application is a manufacturing error. An internal corrective action has since been issued for the error and is considered effective. Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed incoming functionality testing.